Manufacturer narrative:
The event date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report. Concomitant medical products and therapy dates: model: 3662, scs ipg, therapy date: unknown

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-12282. This report is related to a (B)(6) patient. It was reported the patient had been receiving ineffective therapy. As a result, the patient decided to have their scs system explanted.

Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. Visual inspection of the lead did not identify any anomalies. The lead was functionally tested and passed all testing.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-12282.